Event description:
It was reported, "in 1993 the pt t.d. Underwent a hip prosthesis surgery (cls stem + accupath shell). After the surgery, the pt experienced pain and mobility reduction, so the surgeon planned an unanticipated revision surgery to replace the mobilized shell."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.